Event description:
On (B)(6)2010, the patient was implanted with an scs system. On (B)(6)2010, the patient was explanted due to an infection at the pocket site. The doctor believes that the patient returned to water aerobics prior to the ipg site healing completely. Cultures showed that it was a (B)(6) infection. The patient was treated with IV vancomycin and IV zosyn and is recovering well.

Manufacturer narrative:
Evaluation: a visual inspection of the device was performed. The device history and sterilization records were also reviewed. Results: the visual inspection revealed discoloration on both septum and on the bottom of the header. No functional testing was completed as infection cannot be tested for in that manner. Conclusion: the complaint could not be confirmed for "infection." The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.